Manufacturer narrative:
The device has not yet been returned to guidant cardiac surgery for investigation. We will continue to pursue the device being returned to guidant for investigation with the customer. A supplemental report will be submitted when the device has been returned and the investigation completed.

Event description:
During the coronary artery bypass procedure, two heartstring seals did not deploy out of the delivery tube into the aorta. A replacement was used to complete the procedure. No pt complications were reported by the hosp.